Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced tubing at valve vl99, and the pilot actuator at valve vl95 to resolve the high light scatter for the reticulocyte parameter. He replaced the hemoglobin cuvette to resolve hemoglobin lamp voltage trending downward. A broken pinch valve at valve vl67 was replaced, and the differential shear valve was cleaned to resolve an issue with the latron primer recovering high. (B)(4).

Event description:
Customer reported the light scatter (ls) for the reticulocyte parameter was high when using the coulter lh 750 hematology analyzer. This was reported to be an on-going issue and service was required to address. The customer also reported the tubing at valve 95/98 continued to become disconnected after the customer reattached the tubing. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported for this event. There was no death, injury or affect to user or patient treatment.